Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The event date is an approximation. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient did not receive an ¿urgent low alert¿ on her dexcom mobile app notifying her of her hypoglycemic state. Around 1230pm, the patient reported walking into the kitchen at 1230pm and then forgot what happened. He stated her family found her laying on the floor and the next thing she remembered was being woken up by emergency medical services (ems). No further event details were provided as the call disconnected. Attempts to reach the patient back for further information were unsuccessful. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.